Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The customer was provided repair/replacement information. The device has not been received for evaluation; therefore, the reported problem cannot be confirmed. At this time, a cause cannot be determined. Upon receipt of new and/or additional information, this complaint record will be reassessed and updated accordingly.